Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy for a supraventricular tachycardia rhythm incorrectly diagnosed as ventricular tachycardia. It was suggested changes to the morphology and interval stability settings were the source of the inappropriate shocks. Making a programming change was recommended. No further information is available.

Event description:
New information states that recurrent inappropriate therapy was observed for a supraventricular tachycardia rhythm incorrectly diagnosed. Programming changes were made. No patient symptoms were reported.